Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a prostyle device using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle suture was pre-placed successfully. The plunger of the second prostyle device was very hard to push down. The plunger jumped up a couple of millimeters and when the needle came up the suture was not captured. The suture of a new third prostyle device was successfully pre-placed and the tavi procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the plunger and reported unintended system motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It is likely that a needle deflection during plunger deployment struck the foot due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the reported difficulties with the plunger. The reported needle to cuff miss and observed bent posterior needle shank were likely the results of the reported difficulties with the plunger. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.